Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 25 september 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor cement. On (B)(6) 2019, the patient underwent a right knee revision due to loosening of the tibial component. The surgeon indicated the tibial component was loose at the tibial tray/cement interface. The femoral component was well fixed, though revised. The surgeon did not comment on the patella. The patella was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2014; dor: (B)(6) 2019; (rt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation record received. Litigation alleges breach of the implied warranty of merchantability of depuy attune knee system. Alleged defective due to the designed of the tibial component rounded edges and less inset for cement interdigitation. The designed contributes to the propensity of the implant to be loosed through high loads and less stability at the tibial implant cement interface.